Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows that the device exhibits signs of use (nicked, gouged, tool marks) and the dovetail feature is flared and compressed confirming attempt to insert. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the proper surgical technique. Which states: 'do not use:... Any component if damage is found or caused during setup or insertion'. The root cause is attributed to use error. Damage to the dovetail feature confirms the implant would not be able to seat. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the articular surface would not assemble to the tibial component. A 10-minute delay was encountered. There was no harm or impact to the patient reported.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated product: 00598002702 stemmed tibial component precoat size 2 lot# 66030160.